Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify frozen display due to blank display. Unit received with corroded battery tube and corroded motor home switch.

Event description:
The customer's parent was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.